Manufacturer narrative:
(B)(4). The device was returned for evaluation and the reported stretched coils were confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. The shaping ribbon was separated from the tip solder. Scanning electron microscopy (sem) analysis results suggest that the core failure may be attributed to detachment of the ribbon from the tip ball. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during preparation, when shaping the tip of a balance middleweight universal ii guide wire, the coils stretched. A non-abbott guide wire was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Returned device analysis revealed the shaping ribbon was separated from the tip ball.